Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when patient presented remotely via merlin.net transmission, device backup mode issue was observed. A device restore was done. A firmware upgrade was performed after the device normal function was restored. It was suspected that the issue was due to a telemetry link with the merlin monitor. Patient was stable with no adverse events due to the device backup mode.